Event description:
It was reported the rubber backing was missing from the rf (radio frequency) head. There were no known telemetry issues. The rf head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - rf (radio frequency) head only has telemetry when the cable is touched where it enters the body of the rf head. Rf head uplink amplitude and electromagnetic field immunity amplitude tests are out of specification; rf head cable found out of electrical specification. Rf head lens is cracked. Rubber backing on rf head label is missing.